Event description:
It was reported that the vns patient underwent full vns system explant in (B)(6) 2015 due to infection. Further information was later received indicating that explant surgery was completed on (B)(6) 2015. The infection was located at the generator site, which had become swollen the previous weekend. The explanted devices were disposed of. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.